Manufacturer narrative:
(B)(4). Date sent 10/11/2024. D4 batch #309c23. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 309c23, and no non-conformances were identified.

Event description:
It was reported that during a gastric sleeve procedure, for the first fire of the stapler the doctor was using steamguard and the stapler motor was working hard and everything fired fine. They then reloaded the stapler and went to fire for the second fire, they noticed the stapler jaws were bent, prohibiting the stapler from entering the trocar. Opened another device to complete case. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024, d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.